Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The trigger was returned not engaged. Visual examination of the returned samples revealed no visible defects. Four clips were found remaining in the applicator, indicating that the customer fired 11 clips. There was biological material observed on the device. Functional testing was performed with the assistance of r & d. The trigger was engaged, and the applicator was fired. The first fire attempt resulted in the clip not loading properly. The clip did not open to fit into the jaws. The clip was removed, and the applicator was fired again, this time the clip loaded properly into the jaws and was able to be closed. The applicator was then disassembled for further inspection. After disassembly the bottom jaw legs were observed to be flared out, making minimal contact with the jaw spring. R & d determined this to be the most likely cause of the misfires. Per DHR the product auto endo5 ml lot # 73h2400903 was manufactured on 08/26/2024 a total of (B)(4) pieces. Lot was released on 09/10/2024. DHR investigation did not show issues re lated to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The original complaint could be confirmed due to improper clip loading during functional testing and jaw legs that were found to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned, and functional testing was performed. The first fire attempt resulted in the clip improperly loading into the jaws, not allowing it to be closed. The second fire attempt observed the clip properly loading into the jaws and closing. The device was then disassembled, and the bottom jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw springs when the trigger was engaged. R & d performed dimensional analysis on the bottom jaw and determined that the part was out of specification. R & d was consulted about the root cause of this issue, and they determined that this issue could not have occurred in the field or during customer use. The bent jaw legs led to additional avenues for disengagement to occur between the channel and jaw components while fir ing the applicator. This disengagement could cause the intermittent failure of the device, which was observed during the function testing. Due to this, it is possible for the device to re-engage with the jaw springs in the box, returning to an unstressed position, possibly allowing it to pass final testing after manufacturing. R & d ultimately concluded that due to the constraints within the tolerance stack within the outer tube, this damage could not have been created in the field. It would have to an out of spec comp onent or operator damage during the assembly process. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the 1st clip fired fine. The following clips were closed when loaded". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The trigger was returned not engaged. Visual examination of the returned samples revealed no visible defects. Four clips were found remaining in the applicator, indicating that the customer fired 11 clips. There was biological material observed on the device. Functional testing was performed with the assistance of r & d. The trigger was engaged, and the applicator was fired. The first fire attempt resulted in the clip not loading properly. The clip did not open to fit into the jaws. The clip was removed, and the applicator was fired again, this time the clip loaded properly into the jaws and was able to be closed. The applicator was then disassembled for further inspection. After disassembly the bottom jaw legs were observed to be flared out, making minimal contact with the jaw spring. R & d determined this to be the most likely cause of the misfires. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the cause of this issue was user error. A non-conformance was opened in response to the original findings of this investigation and will remain open to complete the investigation and provide evidence for the new complaint conclusion. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated." A non-conformance was opened for the original complaint conclusion. After further investigation by the manufacturing site and r & d, it was concluded that the cause of the issues found was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". This nc will remain open and linked to this complaint, as the new evidence and investigation are still ongoing. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned, and functional testing was performed. The first fire attempt resulted in the clip improperly loading into the jaws, not allowing it to be closed. The second fire attempt observed the clip properly loading into the jaws and closing. The device was then disassembled, and the bottom jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw springs when the trigger was engaged. R & d performed dimensional analysis on the bottom jaw and determined that the part was out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. R & d was consulted about the root cause of this issue, and they originally determined that the cause of this damage was linked to manufacturing. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the cause of this issue was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". A non-conformance was opened in response to the original findings of this investigation and will remain open to complete the investigation and provide evidence for the new complaint conclusion. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the 1st clip fired fine. The following clips were closed when loaded". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The trigger was returned not engaged. Visual examination of the returned samples revealed no visible defects. Four clips were found remaining in the applicator, indicating that the customer fired 11 clips. There was biological material observed on the device. Dimensional inspection was performed on the bottom jaw component by r & d. The inner width of the jaw legs at the distal tip measured 0.1182", which does meet the minimum specification of 0.110 .006" per drawing; rev 03. The inner width of the jaw legs at the bosses measured 0.1260", which does meet the minimum specification of 0.110 .006" per drawing; rev 03. The inner width of the jaw leg end measured 0.1634", which does meet the minimum specification of 0.110 ¿.006" per drawing; rev 03. The jaw legs were observed to be out of specification. An nc was opened by the manufacturing site to further evaluate this issue. Functional testing was performed with the assistance of r & d. The trigger was engaged, and the applicator was fired. The first fire attempt resulted in the clip not loading properly. The clip did not open to fit into the jaws. The clip was removed, and the applicator was fired again, this time the clip loaded properly into the jaws and was able to be closed. The applicator was then disassembled for further inspection. After disassembly the bottom jaw legs were observed to be flared out, making minimal contact with the jaw spring. R & d determined this to be the most likely cause of the misfires. Per DHR the product auto endo5 ml lot # 73h2400903 was manufactured on 08/26/2024 a total of 64 pieces. Lot was released on 09/10/2024. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The original complaint could be confirmed due to improper clip loading during functional testing and jaw legs that were found to be out of specification. Nc was opened by the manufacturing site to further evaluate this issue. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned, and functional testing was performed. The first fire attempt resulted in the clip improperly loading into the jaws, not allowing it to be closed. The second fire attempt observed the clip properly loading into the jaws and closing. The device was then disassembled, and the bottom jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw springs when the trigger was engaged. R & d performed dimensional analysis on the bottom jaw and determined that the part was out of specification. Nc was opened by the manufacturing site to further evaluate this issue. R & d was consulted about the root cause of this issue, and they determined that this issue could not have occurred in the field or during customer use. The bent jaw legs led to additional avenues for disengagement to occur between the channel and jaw components while firing the applicator. This disengagement could cause the intermittent failure of the device, which was observed during the function testing. Due to this, it is possible for the device to re-engage with the jaw springs in the box, returning to an unstressed position, possibly allowing it to pass final testing after manufacturing. R & d ultimately concluded that due to the constraints within the tolerance stack within the outer tube, this damage could not have been created in the field. It would have to an out of spec component or operator damage during the assembly process. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the 1st clip fired fine. The following clips were closed when loaded". No patient harm or injury. The patient status is reported as "fine".